Event description:
It was reported that the asymptomatic patient presented to the hospital for routine device changeout. During the replacement procedure, high capture thresholds and poor sensing were observed on the atrial lead; the lead had dislodged. The lead was capped and replaced.